Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a system alert s3 was found during purging of new centrimag pump and circuit. The console and motor were exchanged. Related manufacturer report number # 3003306248-2021-04029.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 10 days (B)(6) 2021 per time stamp). Events captured on (B)(6) 2021 took place during lab testing at abbott. Following powering the console up, on (B)(6) 2021 at 18:28:35, a ¿system alert: s3¿ activated. The console was powered cycled a few times and following the power cycles, a ¿system alert: s3¿ activated. This occurred on (B)(6) 2021 at 18:42:06, 18:57:35, 19:00:06, and on (B)(6) 2021 13:02:46. There were no other notable alarms related to the reported event active in the log file. The centrimag motor was returned for analysis to the european distribution center (edc) and was evaluated and tested. The motor was functionally tested and was found to operate as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.